Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, 1 opening assessed, as cracked valve seat diaphragm valve. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, "rupture". This record is for the left side. Device has been explanted and replaced .

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted and replaced .

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.